Manufacturer narrative:
A product investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. As reported, the tip of the returned drill bit has sheared off. Four (4) sections of the distal tip have sheared off but were not returned to customer quality (cq). The material composition at the fracture surfaces appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to off-axis force applied to drill bit tip causing it to shear off. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 03.037.022, lot # f-19283: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 08.apr.2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a femur fracture (reason unknown). During a trochanteric fixation nail advance procedure on (B)(6) 2017, the surgeon was drilling through the step drill and the tip of the drill broke into fragments. Two of the fragments remained in the patient. There was a 10 minute surgical delay due to getting another drill bit to complete the surgery. No medical intervention was necessary. The surgery was completed successfully. The patient was reported as stable following the procedure. Concomitant devices reported: step drill sleeve (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).